Event description:
(B) (6) hospital reported that a (B) (4) telemetry transmitter set to transmit on frequency channel 1535 began transmitting on frequency channel 1533 instead.

Manufacturer narrative:
Prior to (B) (6) hospital's complaint, spacelabs had initiated a corrective action and software upgrade to address reported channel switching incidents. (B) (6) hospital's (B) (4) products had not yet been upgraded at the time of this reported incident. The products will shortly be upgraded in the corrective action process.